Event description:
Pt was receiving infusion. Pump began to alarm 'low battery' but was actually plugged in and switched on. The plug was changed to another socket but continued to alarm and actually stopped infusing. Switched the pump off immediately. Following this the pt's blood pressure and heart rate increased giving the appearance that a bolus of dobutamine had been administered. ECG performed. ECG and heart rate returned to normal. No reversal or extra medication required. No long term injury reported - alternative pump used to continue infusion.